Manufacturer narrative:
Date of event: exact date unknown, event occurred three years ago from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700/m365sc2366700, model: sc-2218-70/sc-2366-70, serial: (B)(4), batch: 19164945/19090122.

Event description:
It was reported that the patients ipg was detached from the pocket site which caused infection and the patient became septic. The patient underwent an explant procedure and explanted device was not returned. No further information has been obtained despite good faith efforts.